Event description:
It was reported that the caller experienced a cgm error 42 with their device. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the reset process, after which the issue was resolved, and the customer successfully started their sensor session.